Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was in-stent restenosis of a 2.5x18mm non bsc stent located in a moderately tortuous and mildly calcified distal left circumflex artery. A nc quantum apex mr 12mm x 2.50mm balloon catheter initially could not cross the target lesion. Pre dilation of the target lesion was performed by inflating a non bsc 2.0x16mm balloon catheter to 16 atm. The same nc quantum apex mr 12mm x 2.50mm balloon catheter was advanced and ruptured at 16atm on initial inflation. The nc quantum apex mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).